Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the patient underwent ultrasound-guided PICC catheterization on may 22. The catheterization process was smooth, the catheter tip was in a good position, and there were no complications during the indwelling period. During the catheter evaluation before infusion a few days ago, bubbling of the extension tube occurred during the pulse, the blood was well withdrawn, and the infusion was unobstructed. The catheter was immediately repaired and replaced with a new extension tube. No other information was provided.

Event description:
It was reported; the patient underwent ultrasound-guided PICC catheterization on (B)(6). The catheterization process was smooth, the catheter tip was in a good position, and there were no complications during the indwelling period. During the catheter evaluation before infusion a few days ago, bubbling of the extension tube occurred during the pulse, the blood was well withdrawn, and the infusion was unobstructed. The catheter was immediately repaired and replaced with a new extension tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an extension tubing aneurysm is confirmed, and the cause appeared to be related to product use conditions. One assembled 4 fr groshong nxt two-piece extension set was returned for evaluation. One video was returned for evaluation. An initial visual observation revealed blood use residues along the returned two-piece connector assembly. An initial visual observation of the returned video showed a groshong catheter inside a patient and attached to a two-piece connector. The video showed someone gently infusing liquid into the two-piece connector with a syringe; however, during infusion, the distal end of the extension leg appeared to bubble without bursting. A tactile evaluation of the returned proximal extension leg revealed the extension tubing to have significant tensile weakness along the distal end of the tubing. A functional test of attempting to infuse water into the extension tubing using a 12 ml syringe revealed the remaining portion of the catheter was patent to infusion through the two-piece connector assembly without any abnormality in the tubing. A functional test of pressurizing the two-piece connector assembly with water using a 12 ml syringe revealed the distal end of the extension tubing to bubble as if it were about to burst. A microscopic observation of the returned device showed slight discoloration along the distal end of the extension tubing. The damage observed in the returned sample was characteristic of damage caused by over-pressurization. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. This complaint will be recorded for future trending and monitoring purposes.